Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/alarm will not function. The key failure is the rexroth valve is stuck associated malfunctions for this device: power switch short circuited.